Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable and wall adapter. It was confirmed that the pump was able to be charged with a different usb cable. There was no impact to the customer's blood glucose level due to the charging issue. A replacement usb cable was sent to the customer. Follow up with the customer determined the pump was able to be successfully charged with the replacement cable. In addition the customer reported experiencing a low blood glucose (bg) level however a specific value was not provided. The customer declined to troubleshoot the low bg level with tandem technical support. The customer also reported an elevated bg level that afternoon (in the 200's mg/dl). The customer stated they had overeaten and not sufficiently corrected. The customer set a temporary basal rate to correct elevated bg level. A recommendation was made for the customer to discuss bg levels with their healthcare provider.